Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the staple guide was disengaged with proper weld marks on the instrument shell head and was not returned. The instrument was fired since the ttp latch dropped down. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was not engaged. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The orvil anvil was observed to be tilted and attached to the instrument. Further inspection of the orvil anvil cutting ring showed no traces of knife impression and the ring was received intact. Functional testing noted the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators. The device was subjected to a measured orvil anvil attachment test with a result of 3.21 lbs. Force required. The acceptable specification is less than 4.0 lbs. It was reported that the device did not fire and the orvil anvil was difficult to attach to the handle. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the cut ring was partially severed or intact and the staple guide was disengaged. Microscopic inspection noted proper weld marks attaching the staple guide. The product analysis noted evidence that the device was not used as intended. Staple guide disengagement may occur due to rough handling. No cut condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation or incomplete knife cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagogastrectomy, when doing an anastomosis of the stomach and esophagus, the oral anvil was difficult to load but eventually loaded. After loading and the space between the cartridge and anvil closed and the green bar visible in the indicator window, the surgeon fired but the stapler did not fire or cut. The surgical time was extended by more than 30 minutes due to the device issue as the technique of the procedure had to be changed which resulted in longer surgery time. The patient's incision was also extended by less than 1 inch due to the issue. A product from a different manufacturer had to be used to resolve the issue.

Manufacturer narrative:
D10 concomitant product: eeaorvil25a, eeaorvil25a eea orvil 25mm automaticdv (lot#n1j0526y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.